Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Extended investigation involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle lite meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. On (B)(6) 2020, customer experienced symptoms described as sweating, high heart rate, trembling, and headache, and had contact with a hcp who provided insulin (dose/ type unknown) via injection as treatment. No further treatment was reported. During the course of troubleshooting, customer replaced the battery and the meter powered on as intended. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the freestyle lite meter. Customer reported being unable to test due to the meter not powering on with button press or test strip insertion. On (B)(6) 2020, customer experienced symptoms described as sweating, high heart rate, trembling, and headache, and had contact with a hcp who provided insulin (dose/type unknown) via injection as treatment. No further treatment was reported. During the course of troubleshooting, customer replaced the battery and the meter powered on as intended. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button press and with strip insertion. No malfunction of product deficiency was identified.